Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sleeve gastrectomy procedure, the metal backing portion of the reload remained in the jaws of the device after the tech removed the spent reload. There were no patient consequences. Subsequent reloads functioned correctly. The customer disposed of the reloads.